Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. Balloon and pump were explanted and replaced. Additional information was received. Device had fluid loss. Patient was incontinent again.